Event description:
27may2022, per a report from medical opinion; ¿a ventral filter component penetration, at the 12 o¿clock position, extends approximately 12 mm (in the sagittal plane) beyond the perceptible inferior vena cava wall, and is in contact with the 3rd portion of the traversing duodenum, consistent with a grade 3 pathologic filter component penetration. At the 3 o¿clock position, as described in the native radiology report, a penetrating filter component extends approximately 5.6 mm beyond the perceptible inferior vena cava wall, in the coronal plane, consistent with a grade 2 pathologic filter component penetration. At the 6 o¿clock position, a penetrating filter component extends approximately 6.8 mm beyond the perceptible inferior vena cava wall, in the sagittal plane, consistent with a grade 2 pathologic filter component penetration. The fourth penetrating filter component, at the 9 o¿clock position, extends approximately 4.5 mm beyond the perceptible inferior vena cava wall, in the coronal plane, consistent with a grade 2 pathologic filter component penetration.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, annex e, annex g, annex b, annex c, annex d, and h6. Investigation the following allegations have been investigated: organ perforation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. Investigation the following allegations have been investigated: vena cava (vc) perforation, migration, psychological/depression, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported psychological issues/depression and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant due to pulmonary embolism (pe) prophylaxis. The patient alleges migration, vena cava perforation, multiple tines penetrate with one tine near aorta, and psychological. The patient further alleges limited mobility and depression. (B)(6) 2019, per a report from computed tomography; ¿an ivc filter is present. The apex of the filter is approximately 2 to 3 mm above the most superior renal vein. The filter is placed predominantly at the level of the renal veins. There is no significant tilt to the filter. The larger tines protrude through the ivc filter wall but do not contact any vital structures. The left sided tine is near but not contacting the aorta. No definite broken tines are identified.¿

Manufacturer narrative:
Occupation: non-healthcare professional investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip in (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.